Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 32 mg/dl at the time of the incident. The customer went to bed with a 108 mg/dl blood glucose reading after eating something to raise the blood glucose a bit more. The customer was at 214 mg/dl at the time of the call. The customer was given glucose shots to treat. The customer experienced symptoms such as sweating heavily and spastic movements. The customer was wearing the insulin pump during the incident. The customer also reported past leaking reservoirs from the bottom and smell of insulin on the pump. Troubleshooting was not completed. The customer stated they were having issues regulating their blood glucose levels. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill test to reservoir. No leaks were observed during analysis. Also inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not leak.(B)(4).